Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.

Event description:
It was reported that the lead had high rv pacing impedances and the lead was not able to capture anymore. Oversensing was noted. A new lead was placed for pacing and sensing and the high voltage portion of the lead remains in use. The patient outcome was listed as "good". No patient complications were reported as a result of this event.